Manufacturer narrative:
The insulin pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failure alarms noted during testing however, hardware low level failure alarm confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The pump was received with case cracked behind the pump at the corner of the belt clip rails and missing display window cover. No crack on the lcd display or lcd window noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 7.7 mmol/l at the time of the incident. Self test was performed and it was passed. Customer also reported that display of insulin pump had crack. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.